Event description:
The clinic reported that a laser vision correction patient underwent a lift flap enhancement on (B)(6) 2012 and was referred back to clinic for evaluation of an epithelial ingrowth in the right eye on (B)(6) 2012. The patient''s flap was lifted and the epithelial ingrowth was removed. At the patient''s last post op exam the patients visual acuity was 20/20 in the right eye.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request field service or clinical support.all pertinent information available to amo has been submitted. (B)(4): placeholder.